Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked. There was visible moisture reported in the pump. There was no damage observed to battery cap; the yellow o ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: a review of the pump black box showed no pump reboots or power issues. A visual inspection of the pump revealed a crack in the battery compartment; corrosion was observed in the battery compartment. A leak test was performed a leak at the battery compartment was confirmed. There was no damage found to the battery cap and the cap attached securely to pump no power loss occurring. The pump was exercised for 24 hours with no power interruptions or loss of power. The pump was opened and no further evidence of moisture or damage was found to power circuit.